Event description:
After iabp for two days, blood was noted in the catheter. (Event complications: none from the event- reported 7/15/97)> (pt's current status: unk- rpt'd 7/15/97).

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.